Event description:
It was reported that the device was unable to grasp tissue, and it was slipping off. They used another like device to complete the case. No pt consequence was reported.

Manufacturer narrative:
H4, h4, 6: info anticipated, but unavailable at this tiime.